Event description:
It was reported that the patient received inappropriate shocks due to nonphysiologic oversensing. The patient was taken to the or to evaluate the connections, but the oversensing persisted. The right ventricular pacing impedance increased and spiked at 1680 ohms. Undersensing, no capture, and a broken lead were also reported. The lead had been repositioned once previously due to the same issues. The lead was explanted, and no patient complications were reported as a result of this event.